Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the duodenum on (B)(6) 2019. According to the complainant, on (B)(6) 2019, upon deploying the advanix pancreatic stent in the duodenum, the physician was unable to view the stent through the endoscope and under fluoroscopy. The physician looked around and could not locate the stent, so it was assumed that the stent was lost and the procedure was completed with another stent. After the procedure, the endoscope underwent the cycle of decontamination and disinfection. A few days later, on an unknown date, the same endoscope was used during a new endoscopic retrograde cholangiopancreatography procedure on a different patient. A tome was passed through the scope and it was noticed that the stent from the previous procedure began to exit the distal end of the scope into the new patient. Once this was visualized, the scope was withdrawn from the patient and the stent was removed completely. There were no patient complications reported as a result of this event.